Event description:
It was reported that the customer had high blood glucose readings of 600 mg/dl and ketones. Customer stated that he used two infusion sets and received a no delivery alarm during priming. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.